Manufacturer narrative:
A ge service representative performed an on site investigation. The user interface board was replaced and the software re-installed during the serevice call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the fluorostar system had a communication error and locked up. No pt injury was reported.